Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead two days after implant procedure, exhibited high pacing thresholds and intermittent loss of capture (loc). Imaging confirmed that the lead position did not change. As a result, this lead was explanted and successfully replaced on (B)(6) 2026. No additional adverse patient effects were reported. This lead has not been returned.